Event description:
At about 1 month from primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner and metaphysis to improve stability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16-june-2025. Lot 2103929: (B)(4) items manufactured and released on 28-05-2021, expiration date: 2026-05-11. No anomalies found related to the problem. To date, 51 items of the same lot have been sold with 4 similar reported events during the period of review. Additional device involved: batch review performed on 16-june-2025. Reverse shoulder system 04.01.0170 glenosphere - ø39x24.5 (k170452) lot 2401263: (B)(4) items manufactured and released on 21-05-2024, expiration date: 2029-05-02. No anomalies found related to the problem. To date, 53 items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.